Event description:
It was reported that during surgical procedure at the user facility the sonopet 25khz straight tip melted during use when not getting irrigation to the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not returned for evaluation to manufacturer.